Event description:
Per the patient's report, she began to experience changes in the sound of her own voice sometime in 2006. Exchanging external equipment did not resolve the problem. The results of an integrity test done the same month, were consistent with normal receiver/stimulator function. The electrode test results were unclear due to a known partial insertion of, and kinks in the electrode array. The patient's device was explanted in 2007, and a new device reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.